Event description:
Unomedical reference number (B)(4). Event occurred in colombia on (B)(6) 2024, the patient reported that he faced a bent cannula due to which he experienced high blood glucose level. Therefore, they treated it with manual injection his highest blood glucose level was 600 mg/dl at the time of incident. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.